Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During third inflation at 6 atmospheres for several seconds, the balloon ruptured in a pinhole form at the balloon main unit. The device was removed using normal method without issue and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. A visual and tactile examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface and no kinks or damage to the shaft of the device were identified. E1 - initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During third inflation at 6 atmospheres for several seconds, the balloon ruptured in a pinhole form at the balloon main unit. The device was removed using normal method without issue and the procedure was completed with another of the same device. No patient complications were reported.